Event description:
Provider states the right motor will not engage.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Received returns expanded evaluation report form (B)(4) 2015. Functional observation- there was no functional evidence to suggest that the brake would not properly engage or remain engaged. Conclusions- the complaint of the motor brake not staying engaged was not confirmed. The brake functioned properly during functional testing and there was no visual evidence to suggest the brake may have malfunctioned prior to evaluation. However, only the motor/gearbox assembly from the parent power wheelchair was returned, so the capability of reproducing the reported failure mode may have been limited.

Event description:
Provider states the right motor will not engage.